Event description:
The patient's mother reported that her daughter has experienced an increase in seizures over the past 6-8 weeks. It was mentioned that the patient also reports that they no longer feel stimulation. The patient's vns device was checked and confirmed to be programmed on. All diagnostics were within normal limits. No other relevant information has been received to date.